Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 4.0 mmol/l at the time of the incident. The customer stated that the insulin pump alarm reoccurred multiple times. Troubleshooting was not provided. The alarm was not cleared. The insulin pump will return for analysis.

Manufacturer narrative:
Unit passed the unexpected restart error test and displacement test. No unexpected restart error alarm or reset time/date anomaly after change battery noted during testing.